Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b3, d6a, d6b, f6, 9 and 10 (remove erroneous entries from initial report), g2, h6: clinical codes, medical device problem code, component code, types of investigation, investigation findings and h11. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, on or approximately october 2010, the patient underwent a bilateral knee arthroplasty and patellofemoral arthroplasty, arthrotomy, and menisectomy lateral patella release that was an optetrak device. On or approximately in may 2011, the patient underwent a revision of the left knee patella.